Event description:
It was reported that noise leading to oversensing and inhibition of pacing was observed on the device. The noise could be reproduced with provocative testing. Additional information was requested but was not available.